Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with high capture threshold and decrease in r-wave amplitude. Lead replacement was considered. No further information was available.